Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation could be performed. Reason for device explant and/or reoperation: rupture. (B)(4). Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a female patient who underwent an unspecified breast surgery with 600cc smooth mentor memorygel breast implants experienced bilateral rupture of implants post-operatively. Rupture was confirmed by MRI. As a result, the patient underwent explantation and replacement with like device, catalog # 3506004bc, left lot-serial # (B)(4) and right lot-serial # (B)(4) on (B)(6) 2020. This medwatch report is for the right-sided implant.

Manufacturer narrative:
The mentor failure analysis lab has received and completed the evaluation of the suspect medical device. As per the receipt of the device, the device date of implantation was updated to the best estimate of (B)(6) 2006 based on the information available and the reported implantation year of 2006, however, a discrepancy has been noted between the implantation year and the device manufacture date. If additional information is received, a supplemental report will be submitted as applicable. Device evaluation summary: during the visual evaluation, an anomaly was observed on the anterior view of the device consistent with a crease/fold. An area of separated material was also observed starting within the crease/fold and extending to the posterior aspect measuring approximately 13.8 cm x 6.1 cm. The evaluation determined that the loss of shell integrity is consistent with a crease fold rupture of the implant shell, which is a known inherent risk of gel-filled mammary prosthesis. Rupture can occur at any time after implantation, but it is more likely to occur the longer the implant is implanted. Creating wrinkles or folds should be avoided during implantation or other procedures as it can result in a rupture in a later time. Breast implants may also simply wear out over time. As part of our quality process, the manufacturing records of this lot-serial number were reviewed and the manufacturing standards were met prior to the release of this lot. Each device is visually inspected during manufacturing to ensure the device meets the required specifications prior to shipment. Complaint information is consistently analyzed and monitored by quality assurance to determine when further action is necessary. Manufacturer¿s reference number: (B)(4)